Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 21, 2025 and april 10, 2025 recorded the fluctuating and increasing pacing impedance from initially approximately 800 ohms up to approximately 1300 ohms. The pacing threshold showed varying values between 0.8 v and 2 v. The analysis of the provided iegm episodes and freeze episodes revealed artifacts on the rv channel, which led to the reported oversensing and subsequently pacing inhibition. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that loss of capture, oversensing in the ventricular channel and varied impedances were observed. The lead was explanted and a new lead was implanted.